Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The cause of the kinks could not be conclusively determined; however, procedural/post procedural handling appears to have contributed. Inspections are in place to prevent these types of damages from leaving the facility. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The functional test was performed according to procedure. A lab sample syringe (635-002) was filled with water and it was attached to the hub; when the pressure started to be increased, the hub began to leak. The cause of the leak in the hub was due to the crack found on the hub. The reported inability to purge the returned device was confirmed and was due to the crack found on the hub. The root cause of the crack is undetermined. A risk assessment has been initiated to evaluate this issue. Action was opened to address orbit hub cracks.

Event description:
Syringe was taken to the blue zone and held for 30 seconds. The device was not used in the patient and was exchanged for another coil. The same syringe was used successfully with other devices. A dedicated saline source was utilized to fill the syringe.